Event description:
(B)(6) 2025 @ 0830. "Unable to ventilate 9.8 kg patient with peds neo circuit. Pediatric patient in psimv in the picu. We mirrored his settings on the hamilton with the peds/neo circuit 18/6 35% fio2 rate of 26. Etco2 was 45-50. We clamped the tube and switched him to the hamilton. He desaturated precipitously. The spo2 actually read 1% with a good pleth, although his hr and bp on the a-line didn¿t change at all. We increased the fio2 to 100% and his sats recovered however we were unable to ventilate him adequately, his vt was in the 60-70 range on the hospital vent. Consistently in the 50s for us with the hamilton. We uptitrated both the delta p and the peep, still unable to ventilate. Peak pressure was around 32 at this point. Over the course of just a few minutes his etco2 was > 100mmhg with a correlating abg. We went back on the hospital vent and were able to blow off the co2. The picu rt at this point suggested we swap to an adult circuit on the hamilton. We did, and without any other changes to the settings the patient was able to ventilate appropriately."